Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver finding a leak following the patient's treatment. There was moisture on the cones when removing the tubing set. The exact date of the event is unknown, but was reported to be approximately one week before initial contact. The set has not been made available for evaluation. During follow up the patient's pd nurse reported his effluent has remained clear. He did not have any signs of infection. He was not treated with any antibiotics. The incident was not reported to the patient's pd nurse. No adverse event reported at this time.